Manufacturer narrative:
This report has been identified as event one of b. Braun (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). If an investigation report available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "under-infusion". Event 1. Pump stated there was 60mls left in bag over 24 mins, however it was clear that there was more than 60mls left in blood bag.

Manufacturer narrative:
This report has been identified as event one of b. Braun melsungen ag internal report (B)(4). The device was investigated in the service repair shop in melsungen, germany. The history files were read out and analyzed. In relation that no day of occurrence was reported, that last stored history log files of a performed infusion therapy was investigated. An infusion therapy with a vtbi of 10 ml and a rate of 20 ml/h was set. After the infusion was started an upstream alarm occurred. The infusion was started again and 30 minutes later the infusion stopped. The kvo mode was activated. During the visual inspection of the infusomat space, all cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. No soiling or damages of the housing parts could be found. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of +1,38 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). Caused of the previous investigation only the upper housing part was removed and the inside of the device was investigated. No damages or residues of liquid could be found. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification.